Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. No anomalies were found with the cuff. Based on the information available and analysis results, the reported allegation of length too long was not confirmed. The reported incontinence was confirmed as a known inherent risk.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The cuff was replaced with a smaller one. The aus was explanted and replaced. There were no device issues and not further patient complications.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The cuff was replaced with a smaller one. The aus was explanted and replaced. There were no device issues and no further patient complications.